Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not turn as the motor is jammed was confirmed. The motor was found to be corroded. It was further found that there was a short circuit in the motor cable. The resistance value of the keypad of the handcontrol set was out of specification. The keypad assembly was not responding properly. The motor, motor cable and the handcontrol set were replaced to resolve the reported issue. Fluid ingress into the system has resulted in the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. The ingress could also have damaged the keypad and could have resulted in the short circuit in the motor cable, however, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/27/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor is jammed. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event and the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure.